Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The field service engineer (fe) confirmed the reported issue. Fse replaced the faulty exhalation sensor. Performed tests relating to the diagnosed fault. Returned the device in good working order to the customer, for normal use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the exhalation values were out of tolerance. The unit was not in clinical use at the time, no patient user involvement.